Event description:
The patient was sitting in his chair at home when he experienced an ICD shock. This was followed within 5 minutes by a series of ICD shocks about one minute apart. Interrogation in the ER indicated noise on the rv lead consistent with a sprint fidelis lead fracture. A new rv lead and crt were implanted. The patient was discharged the next day without complications. Manufacturer response (as per reporter) for lead, sprint fidelisknown complication from sprint fidelis lead fracture